Event description:
It was reported that the device was explanted approximately after implant duration of .67 months, due to reccurent mitral valve endocarditis secondary to methicillin-resistant staphylococcus aureus. Information learned from the operative report.

Manufacturer narrative:
Device not returned.